Event description:
Event as described by a customer from (B)(6): "calea reported an issue with a sapphire device that had too many air in line alarms. The patient is using the pump for tpn and adds to disconnect the pump very frequently to purge the air. This may have caused a line infection to the patient."

Manufacturer narrative:
(B)(4).